Manufacturer narrative:
Updated data: b4, d9, g3, g6, h2, h3, h6 types of investigation, investigation findings, component code, investigation conclusions, h11. Corrected date: d4 unique identifier the fse that encountered the issue replaced the pneumatic module assembly. All leak tests passed. The fse completed the pm with full calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit would not pass the extended pressure and vacuum leak tests. There was no patient involvement reported.